Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following results:a visual inspection of the pump showed a cracked battery compartment and damage to the battery cap threads. Evidence of moisture contamination was found in the battery compartment. The pump was unable to power on; a test cap was used and the pump was still unresponsive. The pump failed a leak test at the battery compartment. The pump cover was removed and no additional moisture was found.